Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, screen was black. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black, and the remote smart service (rss) was offline. A field service engineer (fse) replaced the drawer controller and module controller printed circuit boards (pcbs). The drawer was configured in the application, and its operation was confirmed. The hard stop fasteners were tightened, and a visual inspection was conducted. The system functioned as intended after the field service engineer repaired the device.